Event description:
Caller reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the pump into a power source and suggested several troubleshooting steps, but the pump did not turn on. Cts decided to replace the pump and the caller was instructed to put the pump into storage mode and return it within 10 days using a prepaid label. Meanwhile, the customer planned to use mdi as backup insulin therapy.

Event description:
It was reported that the pump was on, but the display remained black. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.